Event description:
It was reported that the ventilator stopped working while connected to a patient. All lights were flashing on the ventilator display but it is unknown if there was an audible alarm when the reported problem occurred. No reported harm to the patient. The customer was unable to duplicate the reported problem.